Event description:
Caller reported discrepant troponin (tni) results with the triage cardiac panel compared with the siemens dimension. Edta whole blood sample was taken and tested within 2 hours. No sample issues observed. Tni results were 0.3 and 0.39 on the triage cardiac panel. Retest was done on another lot (w50739b) and resulted in tni <0.05. Sample was also tested on siemens dimension and tni reported out as <0.05. Triage tni cut-off: 0.05-0.4 grey zone employed siemens dimension tni cut-off: <0.05. No treatment or invasive procedures were performed based on the triage results. No further patient info was provided.

Manufacturer narrative:
Investigation pending.